Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During a cardiopulmonary bypass procedure, it was observed that the gas blender module could not be controled with the central monitor. There was no reported adverse consequence to a patient as a result of this event.